Event description:
Customer's family member reported that customer being hospitalized for high blood glucose and dka. And that the customer had sinus infection and blood glucose has been elevated since then. Customer's family member also indicated that the pump's display is damage but they do not feel there is any issues with pump functions. Physicia recommends pump be replace.